Manufacturer narrative:
Products from multiple manufactures were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.

Event description:
It was reported that the patient underwent a three-level tlif and posterolateral fusion l3-s1 (performed by a surgeon other than the reporting surgeon) using rhbmp-2/acs and contoured interbody cages supplemented with autograft and posterior fixation instrumentation. Post-op, the patient began complaining of worsening back pain and bilateral lower extremity radicular pain. MRI performed in 2006, showed liquefield hematoma at l3/4 and thickened hematoma from l3-l5. A surgical intervention was performed the same day, to evacuate the liquefied and hemogelatinous hematomas. A deep hemovac drain was placed. Additional gelfoam was placed over the laminectomy site prior to closure.